Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had been having severe hypoglycemia. The customer reported that she had emergency medical services called for assistance and had gone into a coma. The customer declined helpline assistance and did not provide a blood glucose reading.